Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported over 2.5 years after the dental implant was placed in ada site 27, the implant had lost osseointegration. Clinician reported inflammation and dehiscence. Clinician reports patient is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported over 2.5 years after the dental implant was placed in ada site 27, the implant had lost osseointegration. Clinician reported inflammation and dehiscence. Clinician reports patient is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).